Event description:
It was reported that this spinal cord stimulation (scs) system was revised due to charging difficulties. The patient did well in post operative and explanted device will not return.